Event description:
It was reported that the intraocular lens (iol) was explanted from patient's operative eye due to halos. Another monofocal lens was used as the replacement. There was no delay in treatment or other interventions reported. The original lens was disposed. The patient's outcome was not provided. No further information was provided.

Manufacturer narrative:
Unknown/ asked but not available. Date of event: unknown, not provided, but the best estimate date is between feb 5, 2022 and jul 4, 2022. If explanted; give date: unknown/not provided. Telephone number:(B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.